Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Upon incoming inspection, item was visibly worn.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause of the event is attributed to the normal wear of the device (it has been used since 2016) combined with an improper re-use by the users. The returned device shows traces of extensive re-cleaning/re-sterilization, since the color of the device is faded. Furthermore, the hook of the depth gauge has been disassembled from the ruler, which makes the device unusable. This proves that the instrument was not handled with the proper care it needed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Upon incoming inspection, item was visibly worn.